Manufacturer narrative:
(B)(4). Concomitant medical devices: 139254 m2a-magnum 42-50mm tpr insrt 631620; 157444 m2a-magnum mod hd sz 44mm 915400; 11-104328 mlry-hd xr lat por fmrl 8mm 145290. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03304.

Event description:
It was reported patient underwent hip revision approximately ten years post implantation due to osteolysis. During the procedure, all components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.